Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. The rv lead noise caused false ventricular fibrillation (vf) episodes. Low pacing impedance was also noted on the rv lead. Insulation damage was noted on both leads. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise oversensing, low pacing impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicular crush damaging all cable lumens and the liner and exposing the inner coil at the middle region of the lead. The cause of the reported events was due to the exposed inner coil and insulation damage consistent with clavicle crush.